Event description:
A consumer reported swelling of the face one year following injection of the product into her cheeks. She was hospitalized and treated with cortisone. She had a recurrence, an one side of her face, one year later and was treated with cortisone again. The consumer also stated that after two years "I have 'cranoumas' for six months". She visited another doctor and was told "it will pass". Add'l info has been requested.

Manufacturer narrative:
No formal investigation performed due to lack of lot code provided or sample received. In addition, silikon 1000 is approved only for ophthalmic use and not for cosmetic use. (B)(4).